Event description:
It was reported that there was a separation between the twist sleeve and tubing of the minicap transfer set; further described as ¿white portion of peritoneal dialysis catheter loose, sliding up tube.¿ this occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: one (1) actual sample was returned for evaluation. A visual inspection by the naked eye observed the dark blue female connector was separated from the light blue main body. Functional tests which included leak, clear passage and clamp function tests were performed with no issues noted. The reported condition of separation between the tubing and the twist clamp was not verified, however, the sample did not meet specification due to the separation between the dark blue female connector and the light blue main body. The cause of the condition was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.